Event description:
The account alleges that brake casters do not hold. No patient impact.

Manufacturer narrative:
The account replaced all brake pads, adjusted all brake casters and replaced both brake pedal assemblies to resolve the issue.